Event description:
It was reported that the patient experienced post procedural pain at the abdomen. It was unknown if the pain was device or procedure related. The patient was prescribed with pain medication and was doing better.